Event description:
Baxter france reports that "the twist clamp of the miniset transfer set was broken". This was noted during use with no patient injury or medical intervention reported by the french complaint coordinator.